Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 follow up 01 3005248192-2022-00791 follow up 01 3005248192-2022-00735 follow up 01 3005248192-2022-00705 follow up 01 3005248192-2022-01123 3005248192-2022-01124 3005248192-2022-01125 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 follow up 01 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1 3005248192-2022-00920 follow up report 1 3005248192-2022-00921 follow up report 1 3005248192-2022-00922 follow up report 1 3005248192-2022-00923 follow up report 1 3005248192-2022-00924 follow up report 1 3005248192-2022-00925 follow up report 1 3005248192-2022-00926 follow up report 1 3005248192-2022-00927 follow up report 1 3005248192-2022-00928 follow up report 1 3005248192-2022-00929 follow up report 1 3005248192-2022-00930 follow up report 1 3005248192-2022-00931 follow up report 1 3005248192-2022-01198 3005248192-2022-01199 3005248192-2022-01200 3005248192-2022-00707 follow up report 1 3005248192-2022-00757 follow up report 1 3005248192-2022-00718 follow up report 1 3005248192-2022-00964 follow up report 1 3005248192-2022-00965 follow up report 1 3005248192-2022-00966 follow up report 1 3005248192-2022-00967 follow up report 1 3005248192-2022-00968 follow up report 1 3005248192-2022-00969 follow up report 1 3005248192-2022-00970 follow up report 1 3005248192-2022-00971 follow up report 1 3005248192-2022-00798 follow up 01 3005248192-2022-01206 3005248192-2022-00800 follow up report 1 3005248192-2022-00801 follow up report 1 3005248192-2022-00742 follow up report 1 3005248192-2022-00883 follow up report 1 3005248192-2022-00884 follow up report 1 3005248192-2022-00885 follow up report 1 3005248192-2022-00886 follow up report 1 3005248192-2022-00887 follow up report 1 3005248192-2022-00888 follow up report 1 3005248192-2022-00889 follow up report 1 3005248192-2022-00890 follow up report 1 3005248192-2022-00891 follow up report 1 3005248192-2022-00892 follow up report 1 3005248192-2022-00893 follow up report 1 3005248192-2022-00894 follow up report 1 3005248192-2022-00895 follow up report 1 3005248192-2022-01207 3005248192-2022-01223 3005248192-2022-00899 follow up report 1 3005248192-2022-01239 3005248192-2022-01241 3005248192-2022-00878 follow up 01 3005248192-2022-00879 follow up 01 3005248192-2022-00880 follow up 01 3005248192-2022-00881 follow up 01 3005248192-2022-00882 follow up 01 3005248192-2022-00907 follow up 01 3005248192-2022-00908 follow up 01 3005248192-2022-00909 follow up 01 3005248192-2022-00910 follow up 01 3005248192-2022-00911 follow up 01 3005248192-2022-00794 follow up 03 3005248192-2022-00804 follow up 01 3005248192-2022-00912 follow up 01 3005248192-2022-00913 follow up 01 3005248192-2022-00810 follow up 03 3005248192-2022-00811 follow up 02 3005248192-2022-00812 follow up 02 3005248192-2022-00813 follow up 01 3005248192-2022-00816 follow up 01 3005248192-2022-00817 follow up 01 3005248192-2022-00818 follow up 01 3005248192-2023-00002 3005248192-2023-00005 3005248192-2022-00823 follow up 01 3005248192-2022-00824 follow up 01 3005248192-2022-00825 follow up 01 3005248192-2022-00826 follow up 01 3005248192-2022-00827 follow up 01 3005248192-2022-00828 follow up 01 3005248192-2022-00830 follow up 01 3005248192-2022-00831 follow up 01 3005248192-2022-00833 follow up 01 3005248192-2022-01022 follow up 01 3005248192-2022-01023 follow up 01 3005248192-2022-01024 follow up 01 3005248192-2022-01025 follow up 01.

Manufacturer narrative:
Elevated complaint investigation will be initiated. The following mdrs are being submitted in association with this observation: 3005248192-2022-01022, 3005248192-2022-01023, 3005248192-2022-01024, 3005248192-2022-01025, 3005248192-2022-01027.

Event description:
The customer reported false positive results for the flub target on the alinity m resp-4-plex assay for the last 2-3 weeks on approximately 10-15 patients. All positive flub results were retested on cepheid platform and were negative for flub. The customer was advised to discard all loaded tips and replace from unopened packs. The customer was also advised to start a new resp-4-plex lot. The customer reported a total of 13 false positive results for the flu b target between (B)(6) 2022 to (B)(6) 2022. Of the 13 false positives sids - 6 were only positive for flub and 9 had a coinfection present. Date: sample ID (sid): (B)(6) 2022, (B)(6) only flub. (B)(6) 2022, (B)(6), also rsv. On (B)(6) 2022, (B)(6), also flua/rsv. Patient management was affected for sid (B)(6) on (B)(6) 2022 when sample resulted as flub positive per alinity but was corrected the next day ((B)(6) 2022) as cepheid negative. All other samples were held for repeat testing and resulted as negative per cepheid. Customer did not have any further information on any implications to patient management for sid (B)(6) (resulted false positive flub and subsequently corrected to negative flub). There has been no report of impact to patient management for any other sids. The additional run dates associated with the 13 sids will be reported under additional MDR.